Event description:
Per dealer the chair was staying in drive lockout after coming down from tilt. Possible issue with drive lockout switch per tech dealer hung up before being transferred to complaint team.